Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including a drop from approximately 85 mg/dl to 60 mg/dl during light activity and the lowest reported value of 40 mg/dl, with lows lasting about two hours and occurring without insulin delivery except after meal announcements. Symptoms included dizziness. Outcomes included the need to ingest carbohydrates and consultation with a healthcare professional, without need for external assistance and without medical intervention beyond the consultation. Troubleshooting and education were provided. Investigation included a review of user-reported trends and device behavior, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.